Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that air was present in the tubing of a cadd® administration set. The patient went into an ambulatory clinic for a tubing change. At that time, a nurse found the bag to be "totally" dry, air was present in the tubing, and the air had passed the cassette into the filter. The filter was "almost" dry. No alarm was heard by the patient. The tubing and bag were changed. No injury was reported.